Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call about multiple unexpected restart alarms. A cold reset was performed. Customer was assisted with troubleshooting and she reported that she kept getting the alarm when she changes the battery and the alarm did not resolve. Customer's blood glucose was 170mg/dl. The insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no unexpected alarm and signal too low alarm noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, stained address/serial number label and minor scratches on display window noted.